Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation, the balloon was not soaked. The procedure was to treat a mildly calcified, mildly tortuous lesion in the mid-left anterior descending (lad) artery. A 2.5x15mm rx trek balloon dilatation catheter (bdc) was advanced through the stent struts and the kissing balloon technique was attempted. When negative pressure was pulled, blood was noted in the device. The bdc was removed and another device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.